Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen formimplant using an large flexnav dleivery system. The annular dimensions of the native valve were mean diameter 24.1 and perimeter 75.8mm. The valve prepared according to instructions for use (IFU). The aortic valve was severely calcified. The valve was successfully pre-dilated with a 22mm non-abbott balloon. At the first attempt, an incomplete stent opening was present at 80% in cusp overlap. A re-sheathing was performed. For the second attempt they started 1mm more into ventricular position. While releasing of the last tab, the valve migrated 5mm into aortic position. The valve remain implanted. The patient was reported stable.

Manufacturer narrative:
An event of valve under expansion and device migration (aortic direction) was reported. Information from the field indicated that valve implanted but showed signs of an incomplete stent opening was present at 80% in cusp overlap. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Additionally, the imaging provided by the account were further reviewed by an abbott staff. The reviewer noted that "a cine check of the valve was completed with no apparent signs of a misload. Initial partial deployment shows signs of incomplete stent opening. Upon release all three tabs were visible (no tab hangup). Valve appears to shift aortic at the ncc at release of the first tab. No apparent pulling motion on the delivery system was observed that would create migration. The less than 3 mm depth at the ncc and signs of incomplete stent opening may have contributed to the movement.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause for the reported device migration in aortic direction appears to be due to the valve under-expansion. The cause of the reported under expansion appears to be due to challenging patient anatomy, as there was severe calcification preventing full expansion. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen formimplant using an large flexnav dleivery system. The annular dimensions of the native valve were mean diameter 24.1 and perimeter 75.8mm. The valve prepared according to instructions for use (IFU). The aortic valve was severely calcified. The valve was successfully pre-dilated with a 22mm non-abbott balloon. At the first attempt, an incomplete stent opening was present at 80% in cusp overlap. A re-sheathing was performed. For the second attempt they started 1mm more into ventricular position. While releasing of the last tab, the valve migrated 5mm into aortic position. The valve remain implanted. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.